Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. Device evaluation: the device related to the reported event of capsular contracture, was received on jun 30, 2022 with lot number 2636810. Visual analysis of the returned device identified, weight to the spec and deformation. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a "right- side implant exchange with no complaint against the device". Healthcare professional additionally reported via operative report right side capsular contracture, baker grade unknown. The device has been explanted.